Event description:
On (B)(6) 2011, the pt underwent repair of an intramural hematoma with a penetrating ulcer and was implanted with a gore conformable tag thoracic endoprosthesis. On (B)(6), 2011, the pt underwent a follow-up computed tomography which revealed extension of the penetrating ulcer. On (B)(6) 2011, the pt was implanted with an additional gore conformable tag thoracic endoprosthesis. The pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore conformable tag thoracic endoprosthesis instructions for use, the safety and effectiveness of the gore conformable tag thoracic endoprosthesis has not been evaluated in pt etiologies with intramural hematomas or penetrating ulcers.